Manufacturer narrative:
(B)(4) = jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. One scissored clip was received inside gauze. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and one scissored clip was fed and formed due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon went to fire the device and there were malformed clips. The clips were retrieved and another device was used to complete the procedure. It was unknown which firing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.